Event description:
It was reported that the patient presented in the hospital after receiving multiple high voltage therapies. It was noted that the cardiac resynchronization therapy defibrillator delivered inappropriate therapy for supraventricular tachycardia. The patient has a history of atrial fibrillation with rapid ventricular rate. The physician elected not to reprogram the device. The patient¿s condition prior, during and after the even was fine.